Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) identified through remote monitoring that the system had generated an alert due to low disk space on the suite pc. The philips field service engineer (fse) visited onsite and reviewed the internal hard drive storage containing patient data. The fse removed previously backed up files to recover available disk space and then rebooted the system, restoring normal operation. After deleting the backup patient data, the system was returned to use in good working order.

Event description:
It was reported to philips that the system gave an alert indicating the image disk space was low, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.